Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The alarm trace showed an abnormal liquid level alarm, a reagent pipetter alarm, a wash solution alarm, and a sample short alarm. These alarms indicate possible poor sample quality. The field service representative performed checks and did not find any abnormalities with the instrument. The instrument performance was verified and the issue appeared to be resolved. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 12.0 %. On (B)(6)2024 the sample was repeated and the results were 5.68 % and 5.65 %. The results were reported outside the laboratory. The repeated results were believed to be correct. The delta check in the customer's middleware prompted the sample to be repeated.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.